Event description:
The patient underwent implantation of a second synchromed pump and catheter in 2000 for intrathecal infusion of medication for pain. The pt experienced sepsis due to a urinary tract infection, with a history of decubitus ulcers. The pt underwent explantation of the pump and catheter in 2001. The pt was treated with IV antibiotics and the infection resolved.